Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: norway.

Event description:
It was reported that at during surgery, at the start of the operation when testing the dermatome before they were to use it, a test was performed by two surgeons and an operating room nurse. It was clear that the dermatome was not receiving pressure from the hose. The hose had a leak at the end that connects to the wall/air outlet. It had been used twice since purchase. The leakage was experienced on the 3rd use. There was no patient harm /injury. There was no medical intervention. There was a 40-minute surgical delay as they prepared a new dermatome to complete the surgery. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.